Manufacturer narrative:
Product ID: 863740, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: pump. Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 863740, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: pump. Product ID: 8709, lot# l71610, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a normal pump replacement. During the procedure, the new pump¿s internal tubing had started to be primed. The surgeon wasn¿t going to drain the catheter; the catheter had had good cerebrospinal fluid flow. It was noted that ¿one or two drops¿ were drained from the catheter. The new pump was connected to the catheter before the priming bolus was completed. The risk of bolusing the patient was assessed, and it was determined that ¿it¿ll be fine.¿ once the patient was closed, the priming bolus was stopped. The bolus was stopped 14 minutes into a 19 minute bolus. Since the water in the pump tubing was still in the system, there would have been about 12 hours that the patient would have been without drug. A 6 minute priming bolus was programed in the pump. Once it was explained to the surgeon that withdrawal/overdose was life-threatening, the surgeon agreed to go ahead and aspirate the catheter. In post-op, the surgeon went through the catheter access port and aspirated from the catheter to ensure that there was nothing in it. When the doctor aspirated that catheter, it didn¿t aspirate easily, and only about 1 ml of fluid was aspirated. It was uncertain how much of the bolus actually got through the catheter to the patient. The catheter was fully primed after the aspiration. The drug in the pump was compounded baclofen at a concentration of 4,000 mcg/ml. It was later reported that the patient had no symptoms, but the patient¿s outcome was unknown. To clarify, the catheter aspiration was performed post op followed by a catheter priming bolus.